Event description:
The account generated a false elevated alinity magnesium on a patient sample processed on the alinity c processing module. Sid (B)(6) generated alinity magnesium of 9.0 mg/dl that repeated 2.1 mg/dl on the same instrument and 2.2 mg/dl on another instrument. The account uses a normal magnesium reference range of 1.6 to 2.6 mg/dl. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The customer repeated five samples before and after the discrepant magnesium result and all repeated within acceptable range. No instrument troubleshooting was performed and no additional discrepant result issues have been reported since the issue was reported. A definitive cause of the discrepant result was not identified, therefore, the alinity c processing module was considered the likely cause. However, a preanalytical sample issue cannot be ruled out. The instrument service history review revealed zero additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A search for similar complaints did not identify an adverse trend related to the current complaint. The product monitoring review for clinical chemistry systems was reviewed with no similar issues related to the alinity system or discrepant results as described in this ticket. A search for non-conformances was performed and there were no non-conformances related to the current complaint. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. A review of the product labeling concluded that the issue is sufficiently addressed. No product deficiency was identified.